Event description:
Scrub noticed the sheath did not look right at the tip. The internal wires were visible at the tip.the product was removed from service and another one obtained that looked and worked fine. Incident did not reach the patient.